Event description:
It was reported that "on (B)(6) 2025, the needle was found separated from hub during use on the patient in orthopedic anesthesia department, (B)(6) hospital." The user changed to a new set to resolve the issue. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4)

Event description:
It was reported that "15 dec 2025, the needle was found separated from hub during use on the patient in orthopedic anesthesia department, tangdu hospital." The user changed to a new set to resolve the issue. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn#(B)(6) the customer provided one image showing an 18ga introducer needle. Signs of use were observed on the needle hub. Visual analysis revealed that the cannula is separated adjacent to the hub. The customer also returned one 18ga introducer needle for analysis. Signs of use were observed inside the needle cannula. Visual analysis revealed that the needle cannula was separated adjacent to the hub. A slight bend was also observed adjacent to the point of separation. Microscopic examination confirmed the damage and revealed evidence of deformation at the location of the separation. This indicated that the cannula likely bent before fully separating. The separation on the cannula measured 2mm from the needle hub. The needle cannula outer diameter measured 0.0495", which is within the specification limits of 0.0495"-0.0505" per the cannula product drawing. The cannula inner diameter at the distal tip and proximal ends measured 0.042", which is within the specification limits of 0.041"-0.043" per the cannula product drawing. The needle hub was attached to a lab inventory arrow raulerson syringe (ars). A lab inventory guide wire (outer diameter measured 0.79mm) was then inserted through the needle cannula. Despite the deformation at the point of separation, the guide wire was able to pass completely through the needle with minor resistance at the location of the separation. Performed per IFU statement, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle". More testing was performed on individual cannulas and full needle assemblies per section 7.10 of amrq-000061, which states "when tested in accordance with bs en iso 9626 annex c, the cannula shall not break". The testing set-up on the full needle assemblies was performed to exclude the hubs. All tests passed. Based on the results, the appearance of the damage is consistent with a bend that further led to separation. The needle involved with this complaint (k-04300-012b) has a thin wall that makes it susceptible to breakage if force is applied. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not alter the catheter, guidewire or any other kit/set component during insertion, use or removal". The report of a separated needle cannula was confirmed through analysis of the returned sample and supplied image. Visual analysis revealed that the needle cannula separated adjacent to the hub. The cannula appeared bent and oval-shaped at both ends of the separation. Undamaged portions of the needle cannula met all relevant dimensional requirements. Further comments and testing from r & d and manufacturing revealed that the needle cannulas meet the design requirements per bs en iso 9626. Therefore, there is no indicator that the needle has any type of manufacturing or supplier defect. Based on the customer report, the sample received, and comments from r & d/manufacturing, the root cause cannot be determined as it is unknown if the needle cannula was damaged prior to customer handling. Teleflex will continue to monitor and trend for reports of this nature.